Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest the device displayed "defib fault 72", "defib fault 80", and "discharge fault" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. The complainant indicated that the malfunction occurred approximately two weeks ago, but was unable to provide an exact date.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.